Event description:
Breast pain and burning sensations in both breasts and armpits. Then I developed widespread muscle twitching and now hip pain with burning sensations. Brain fog and just feeling ill.